Event description:
Related to MFR report # 2183959-2012-02409. "In or around (B)(6) 2007," plaintiff was implanted with a "pelvic mesh" with the intention of treating her pop and sui. Plaintiff's attorney did not identify the mesh device. Plaintiff's attorney alleged, "as a result of the implant, plaintiff suffered serious bodily injuries, including extreme pain, erosion of her internal tissues, dyspareunia, that has resulted in pain and suffering, disability, mental anguish, loss of capacity for enjoyment of life," and other injuries." Also alleged, "plaintiff has experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries."

Manufacturer narrative:
The model of the mesh system that was implanted was not indicated. Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.